Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the hakim programmable valve was implanted to a patient via v-p shunt with unknown settings. There was no problem with the valve at the time of the x-ray examination in 2017. On (B)(6) 2021, x-ray examination confirmed that the valve was damaged, and a patient history of falls was reported. Over drainage was noted. The valve is scheduled to be removed. No further information was provided.

Event description:
N/a.

Manufacturer narrative:
The hakim valve was not returned for evaluation (product implanted at time of report) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.